Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation action was conducted/performed. The report indicates that the returned device show that the lock screws (p/n 390.060.5) is missing from the device body (p/n 390.060.1). Upon closer examination, there are no markings on the device (such as the purple anodize color rubbed off) that would indicate that the screws were captivated in place as required when assembled into the body (p/n 390.060.1). In addition, there are no markings within the internal threads that would be indicative of the screws being inserted. A check of the internal threads of the body (p/n 390.060.1) shows that the threads are as machined: this check will not normally pass on parts that have been captivated properly. The complaint condition of "synthes: appearance/state not as expected: missing component/feature" is confirmed. From a manufacturing perspective, it appears that the device was not properly assembled. (B)(4) has been initiated as this complaint warrants further investigation. Sterility documentation was reviewed and determined to be conforming.¿ device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight not provided for reporting. Date of event: unknown. (B)(4). Date explanted: not explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(4): the defective devices had to be removed from the patient and exchanged for the devices from the other kit. The malfunction resulted in additional intervention by way of x-ray to ensure the fracture did not move while the clamp was taken off. In addition, the patient's wound had to be re-dressed. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 31-mar-2016, expiration date: 28-feb-2021, part #: 03.604.322s, lot#: h064363 (sterile) - low-profile wrist fixator kit 220mm rod/slf-drlg-sterile. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Scn no: (B)(4), ¿sterility documentation was reviewed and determined to be conforming.¿ if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a surgery, performed on (B)(6) 2016, to place a distal radius external fixator, the low-profile wrist fixator kit (with 220mm schanz screws) was missing two of the set screws that lock the clamp on the schanz stand which rendered the one of the kit's clamps unusable. This caused a 20 min delay in the surgery and additional medical intervention. Another kit was available but had to be retrieved and delivered to the surgical room. The similar kit (with shorter pins than the device originally planned for the surgery), a low-profile wrist fixator kit (with 200mm schanz screws), was used to successfully complete the surgery. The clamp with the 2 missing set screws was removed while the rest of the external fixator was left attached to the patient's wrist/arm. The faulty clamp was swapped out with one from the alternative set and the surgery was started all over again. The x-ray machine which had been dismantled and taken out of the surgical suite had to be set up again and brought in again. Additional x-rays had to be taken to ensure the fracture had not moved when the clamp was taken off, and the patient¿s wound had to be re-dressed. The kit, which has several other parts, was used again on the patient with the clamp being the only device replaced. There was no harm to the patient. This complaint involves one (1) device. Concomitant medical device reported: low profile wrist fixator kit (part # 03.304.220s, lot # unknown, quality 1). This report is 1 of 1 for (B)(4).